Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2012. After the myoma was halfway cut into small pieces, the surgeon heard an abnormal noise from the handpiece and noticed the cable was kinked. Then the blade began to stop and start rotating. The surgeon corrected the kinked cable but the situation was the same. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Poor blade performance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate, and the drive cable kept twisting during the evaluation.